Event description:
Report rec'd from the USA stating the device was "heating up." The device was being used during acoustic neuroma surgery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.